Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The target lesion was in the left anterior descending artery. The 4.0x12mm quantum maverick balloon burst while trying to inlfate to nominal pressure. The balloon did not reach the rated burst pressure before it ruptured. The procedure was completed with another quantum balloon and a taxus stent was implanted. No pt complications were reported.